Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) - as found condition (condition of returned device): an axium implant coil was returned within a shipping box; within a sealed biohazard pouch and within a sealed tyvek pouch. The axium implant coil was returned without introducer sheath. - visual inspection/damage location details: the pushwire was found to be broken distal to break indicator. The axium pushwire was found to be kinked at ~150.5cm from proximal end. This is indicative that a manual detachment was attempted at these locations. The coin was found still against the lumen stop with what appeared to be blood underneath the outer jacket. The shield coil was found stretched with the implant coil still attached. The implant coil was found stretched and damaged with the polypropylene filament intact. The distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire was successfully detached. The lumen stop and retainer ring were found to be visually in good condition. The coin appeared to be damaged. No other anomalies were observed. - testing/analysis (including sem reports): the distal outer jacket was removed, and a manual detachment was then attempted by retracting the release wire and the release wire was successfully detached. - conclusion: based on the analysis performed, the axium implant coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. However, the implant coil was successfully detached manually during testing. The likely cause for the non-detachment are the bends and kinks found on the pusher, causing the release wire to become stuck. The implant coil was found damaged, and the pusher was found bent/kinked. Possible causes for coil and pusher damage are patient vessel tortuosity, device was not hydrated, continuous flush was not administered during procedure, advancing device against resistance or damaged during shipment as the device was returned without its dispenser coil. Since the instant detacher was not returned, any contributing factors of the instant detacher to the non-detachment could not be determined. H6. Coding updated based on analysis findings. D3. Manufacturer location information corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the axium coil could not be detached. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in c4 with a max diameter of 3 mm and a 2.6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was minimal. The patient's past medical history includes high blood pressure for several years, and an aneurysm. It was reported that the axium coil could not be detached and was then removed. The surgery was completed after replacing it with the new spring coil. It was reported non-detachment occurred. The physician attempted to detach the coil with the instant detacher two times. The physician did not try to detach with another instant detacher. There were two attempts at detachment via hypotube. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5. Updated with additional information received. H6. Annex a code added based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause of the non-detachment was not determined. Prior to coil non-detachment, no issues were encountered during the procedure. It was noted that the tip end of the coil was stretched.